Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2023, the patient experienced throwing up and passing out and at home the cgm was reading low, and the blood glucose reading was 600 mg/dl. The patient was brought to the hospital and upon arrival, the cgm was reading low, and the blood glucose reading was 500 mg/dl. The patient received intravenous fluids and was also given novolog insulin but was unsure of the units. The patient spent a total of 1 day in the hospital and when the patient was discharged the blood glucose reading was 299 mg/dl, the patient was not wearing a dexcom sensor at this moment. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.